Event description:
It was reported that at refill, the expected reservoir volume was 3-4 mls; 17mls were actual volume. Per the user facility medwatch, "a primary pump dysfunction was diagnosed" and the pt's oral baclofen dose was increased. The hcp indicated that there were no clear related adverse consequences related to the event. The pump was replaced 2 days later. It was also reported that approx one month earlier, the pt presented to the emergency room with diffuse itching. While in the ER, the pt experienced "other more significant/serious medical problems which required admission to the hosp". Due to this issue, the pump concerns were not immediately addressed.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.